Event description:
Consumer stated the equate orbit brilliant white optimum toothbrush inner half circle rubber bristles broke/came off. Unable to contact consumer, the product was not returned for further review.